Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer stated that the act, esc keys were not sensitive. The customer's blood glucose is normal, didn't require medical treatment.

Manufacturer narrative:
The insulin pump was received with intermittent act and escape buttons responded due to flattened button dome switches. No unlock lcd keypad connector noted. The insulin pump had minor scratched display window.